Event description:
Upon opening the package of the brite tip, the physician found that the sheath had broken through the inner pouch. The procedure continued with another brite tip of the same size. The product was not clinically used.